Event description:
It was reported that crossing difficulties were encountered resulting in patient impact. A 2.50 x 32 mm synergy xd drug-eluting stent was advanced in an attempt to treat the lesion; however, the device was unable to cross the lesion. Subsequently, the patient was observed to have become hypotensive. No additional information was provided regarding the event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.